Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer was hospitalized on (B)(6) 2018. Customer's blood glucose level was 423 mg/dl. The customer was given insulin drip and experienced a diabetic ketoacidosis. The customer was able to rewind the insulin pump due to alarm. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.